Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 nov 2025 has been used as a placeholder. The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding microclave clear neutral connector where it was it was reported several broken claves. Patient involvement and patient harm are unknown.